Event description:
It was reported that the patient is experiencing diaphragmatic stimulation. The physician, who is seeing the patient for the first time, reported that the outputs on the atrial lead were programmed <1 v with short pulse widths a few months post implant. Then later the mode was changed to aai. Today the physician noted that the output is programmed to 1v with 0.12ms pulse width "that does not leave the patient with much of a safety margin." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.